Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) alarm during the start of infusion of dso testing, and the dso sensor failed at 10 psi after calibration. The cause of the customer reported problem was the defective dso sensor as it was non-reactive. Service history review identified that the device was last serviced in the last 12 months for an issue related to "downstream occlusion and repair technician found the dso value out of range and the dso sensor was replaced during that service." The manufacturer representative replaced the dso sensor, dso seal, and dso bezel, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown, no information provided investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
Additional information received 02/04/2025, date of event was 05-jul-2025. Patient's initials are (B)(6).